Manufacturer narrative:
On 11/07/25 evaluation tech: (B)(4). W4e water sol, iso valve clogged. No water flow due to a clogged water solenoid. No operation with the wireless foot pedal, blockage in the handpiece cable causing restricted water flow. Will replace damaged/worn components and recalibrate unit to factory specs upon estimate approval. DHR review is not required because the product was returned for evaluation, and the described failure mode is a known hazard.

Event description:
While using a cavitron plus g136, they allege that they have low water flow and the handpiece is heating up, no injury resulted.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.